Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic collection counters. The device memory indicated a sensing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was suspected parasitic crosstalk on the cardiac resynchronization therapy defibrillator (crt-d) as there was some atrial sensing activity noted in rate histograms while atrial sensitivity was briefly programmed on with no right atrial (ra) lead implanted. It was noted that the ra channel was currently programmed off at the time of the transmission. It was also reported that there was a discrepancy of ventricular sense response percentage and premature ventricular contractions (pvc) burden. It was noted that this was due to a difference in device definition and clinical perception of what pvcs are. The crt-d remains in use. No patient complications have been reported as a result of this event.